Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise valp results is foaming in the reaction cuvette due to elevated dissolved o2 at the r2 probe mixing process step. A siemens healthcare diagnostics field service representative was dispatched to the account and replaced the aerator kit.

Event description:
The customer is observing imprecision at the low end of the valproic acid (valp) assay range. It is unknown if inaccurate results were reported to the physician. The customer has been repeating samples in duplicate to confirm results. It is unknown if patient treatment was altered or prescribed on the basis of any inaccurate valp results. There was no report of adverse health consequences as a result of any inaccurate valp results.